Manufacturer narrative:
Other relevant components include: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 347 mcg/day via an implantable pump for head/brain injury and intractable spasticity. It was reported on (B)(6) 2017 that the patient¿s family was complaining of the patient having increased spasticity and not behaving the same as normal/being confused and irritable. There was a cerebrospinal fluid (csf) leak. The date of the event was asked but unknown. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed was unknown. Surgical intervention occurred as the hcp opened the incision and put tisseel around the catheter entry site and then closed the wound. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. The patient¿s medical history included cp (cerebral palsy). No further complications were reported or anticipated.